Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient's left femur was revised due to necrosis of the patient's native femoral head. A gamma3 nail (with 1 lag screw and 1 distal screw) was removed and the patient was converted to a total hip. Rep confirmed that no further information will be released by the hospital or surgeon.